Event description:
Information was received indicating that the pump failed accuracy testing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during annual preventive maintenance.. (Updated h6 event problem patient code).

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a sticker seal. There was no evidence of the error or reported problem recorded in event history log. The reported problem volume accuracy test failed, was not duplicated. Three accuracy tests were conducted, and the pump was found to be within manufacturing specifications. No problem was found relating to accuracy. The root cause of the reported issue was undetermined as no fault was found. No corrective action was taken as no repair was needed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.